Manufacturer narrative:
(B)(4). Batch # p58h3r. Investigation summary ==> the analysis results that one psee60a device was returned with no visual non-conformances and with a gst60w cartridge reload present. The cartridge was received broken, fully fired and with the pan dislodged. It is possible that the damaged was due to an improper handling of the device. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the doctor tried to fire the stapler and the device wouldn't fire. They reversed and opened the gun, inspected the reload and noticed the reload was cracked in half. A second like stapler and reload was used to complete the procedure. There were no patient consequences reported.